Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the right side of the insulin pump fell out. Blood glucose value is unknown. The customer reverted to a loaner insulin pump given by the hospital since the device was out of warranty.